Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 59 mg/dl at the time of the incident. The customer was at 42 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Units left at the display matched properly units left at the test reservoir. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case.